Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and the devices lasted less than four years. It was also reported that the left ventricular (lv) lead had high thresholds. The ICD was explanted and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.